Event description:
It was reported that perforation, st elevation, pulseless electrical activity, and death occurred. A stenosed target lesion was located at circumflex artery. A 330 cm rotawire and 1.50mm rotalink plus were selected for use. After making one pass with the burr inside the patient, the patient developed st elevation in the lateral leads. An angiogram was performed after the initial pass and it was determined that a perforation had occurred. The patient went into pulseless electrical activity (pea) and a pericardiocentesis was performed. Subsequently, the patient was sent to surgery. However, the patient died during surgery.

Event description:
It was reported that perforation, st elevation, pulseless electrical activity, and death occurred. A stenosed target lesion was located at circumflex artery. A 330 cm rotawire and 1.50 mm rotalink plus were selected for use. After making one pass with the burr inside the patient, the patient developed st elevation in the lateral leads. An angiogram was performed after the initial pass and it was determined that a perforation had occurred. The patient went into pulseless electrical activity (pea) and a pericardiocentesis was performed. Subsequently, the patient was sent to surgery. However, the patient died during surgery. It was further reported that the lung became punctured CPR.